Event description:
Eventration repair - "after establishing the pneumoperitoneum using a veress needle, during the insertion of the first trocar without the scope, the obturator brakes down and the tip falls into the abdominal cavity. The insertion technique used by the surgeon was performed by pushing down the trocar without any twisting movement. At the end of the procedure, the surgeon managed to take out the piece through a 12 mm cannula and was no necessary to extend the incision." Pt status: " the pt was discharged from the hosp to home next day."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.